Manufacturer narrative:
Unit received with intermittent up arrow due to flattened / dented dome switch (creased). Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window and case. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The sensor feature working properly. No lost sensor or weak signal alarms noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's up arrow button was dented and highly sensitive when pressed. The customer also reported that the insulin pump often had scrolling screens. Customer did not list any significant events leading up to these issues. Blood glucose level at the time of the incident was not provided. The customer also reported that multiple sensors have failed, but did not have bent cannulas. Blood glucose level at the time of the incident was over 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.